Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Reportedly, the pump time was incorrect, but during troubleshooting with tandem technical support, it was determined that the clock was considered to be within range. The customer addressed their bg with a correction bolus via pump.